Event description:
A report was received from the USA with information stating than an 840 ventilator displayed loss of communication error codes. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event was not reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).